Event description:
Philips received a complaint from customer, reporting that the v200 ventilator's volume control mode could not be selected. The device was in clinical use when the issue occurred. No patient or user harm reported. The customer reported that the v200 ventilator's volume control mode could not be selected in synchronized intermittent mandatory ventilation (simv). Investigation ongoing / resolution pending.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that there was no malfunction with the device. It was reported that the issue was caused due to the medical staff's inexperience with operating the device. The medical staff was provided with training; and the device was returned to service with no repairs required. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.